Event description:
Procedure: law anterior resection. According to the reporter: after the first fire to the rectum, the head of the jaws could not be removed from the tissue properly. It was released by force. A partial tissue was resected to repair. The last patient status is good. No tissue damage. Operating time not extended. Nothing fell into the cavity. No bleeding. Unknown if reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).